Event description:
One of the tips of the instrument broke off inside the patient during surgeon's use. Surgeon removed the broken tip form the patient. The covidien representative was present to collect the broken device. The case continued without patient harm.